Event description:
Soundstar eco catheter reported cable error and catheter sensor error. The catheter was removed, and case was completed with another catheter. Manufacturer response for ultrasound catheter, soundstar eco catheter (per site reporter). Vendor rep replaced these at no charge.